Manufacturer narrative:
Evaluation results: inherent risk of procedure-restenosis of the stented artery. No results available since no evaluation performed - device or procedural images not provided for review. (B)(4) -restenosis of the stented artery 67 unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
One day post discharge following the implant of an integrity rx bare metal stent the patient experienced arm pain and nausea.